Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger (B)(6) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's desktop charger connector pin broke, and the patient reported being in a lot of pain because her battery was low and she could not charge. The patient stated she "lives in pain". Patient was issued a new desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.